Event description:
The customer reported the ventilator failed during extended self testing (est) due to relief valve cracking pressure out of range. The ventilator was not in use on a pt, therefore, there was no pt involvement or harm. The respironics service technician was able to duplicate the reported problem. The service technician replaced the exhalation valve to correct the problem. Performance verification testing was completed and the ventilator passed per specifications. Factory failure analysis of the exhalation valve was performed. Visual inspection of the exhalation valve found one of the cam shaft retainer socket head screws broken off preventing the valve from closing. When the exhalation valve was installed into a test ventilator and operated in normal ventilation mode, it was noted that the exhaled tidal volume was significantly below specification, during normal operation, a large tidal volume discrepancy may result in a decrease of ventilation to the pt.